Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07302. It was reported that the patient experienced ineffective therapy due to their l1 lead migrating and their t12 lead having high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.